Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) therapy reported getting peritonitis and taking antibiotics to treat it. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up with two pd nurses familiar with the patient, it was stated that on (B)(6) 2021 the patient had a pd culture obtained in the outpatient pd clinic. The patient¿s pd culture grew streptococcus mitis and streptococcus oralis. The patient was treated with intra-peritoneal (ip) vancomycin and cefazolin (per clinic protocol) on an outpatient basis. It was reported that the patient is recovering and continuing pd therapy on the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or other issues with their fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to the patient not wearing a mask during their pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there was no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism streptococcus which is found in the human oropharynx. Based on the information available, the patient¿s peritonitis can be reasonably attributed to the patient not wearing a mask during the pd exchange, as reported by the pd nurse.

Event description:
A patient on peritoneal dialysis (pd) therapy reported getting peritonitis and taking antibiotics to treat it. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up with two pd nurses familiar with the patient, it was stated that on (B)(6) 2021 the patient had a pd culture obtained in the outpatient pd clinic. The patient¿s pd culture grew streptococcus mitis and streptococcus oralis. The patient was treated with intra-peritoneal (ip) vancomycin and cefazolin (per clinic protocol) on an outpatient basis. It was reported that the patient is recovering and continuing pd therapy on the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or other issues with their fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to the patient not wearing a mask during their pd exchange.